Event description:
The customer reported that the ortho provue analyzer interpreted a weakly positive crossmatch test reactions as negative during validating testing. Visual inspection of the processed gel cards confirmed the reactions were negative. Customer repeated both immediate spin and full crossmatch testing in manual gel using the same sample, donor unit, and lot of gel cards. Immediate spin using mts buffered gel card was negative and the full crossmatch using mts anti-igg card was weakly positive. Immediate spin tube crossmatch was 4+. The b-pos donor unit was retyped using the manual tube method and confirmed to be b-pos. The same donor unit was crossmatched on the provue against a different sample (type a-pos). Same lot of gel cards was used. Immediate spin crossmatch was 4+ positive and the full crossmatch was 4+. No erroneous results were reported.

Manufacturer narrative:
Satisfactory crossmatch results were obtained at ocd using retained mts buffered gel cards with known samples. The first sample tested by the customer reacted negative on the provue with the donor unit. However, the second sample (different sample) reacted positive on the provue with the same donor unit. The same gel card lots were used in both cases. Sample variability may have contributed to this incident. Service was not required. This customer has not logged any complaints against this analyzer since this incident. Incident was isolated. (B) (4).